Event description:
The wife of a (B) (6) male pt contacted zoll lifecor customer support to report that one of the pt's battery packs was not working properly. She reported that when this battery was in the charger, a red battery icon was displayed. When this battery is inserted into the monitor, it will not power up her device. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery (B) (4) has been completed. The reported problem was confirmed. The cause for the battery fault reported by the pt was a defective cell on the suspect battery. The root cause for the defective cells cannot be positively identified but was probably a result of the pt leaving the battery in the monitor for more than 24 hours. The battery was repaired and retested. No adverse event resulted from the defective cells. The pt received a replacement battery.